Event description:
It was reported when the patient presented for a post operation check up, records revealed nonsustained right ventricular oversensing episodes. Ventricular oversensing is likely possible myopotentials. Oversensing was reproducible while performing isometric testing. The low frequency attenuation filter was switched from on to off. Oversensing was not reproducible. No adverse consequences were detected.

Manufacturer narrative:
(B)(4).